Event description:
"On (B)(6) 2009," plaintiff was implanted with a vaginal mesh implant to correct bladder prolapse; the specific mesh was not identified. Plaintiff's attorney alleges, as a result of the mesh, plaintiff sustained serious injury, physical pain and suffering, mental anguish, emotional distress and other damages.

Manufacturer narrative:
The model of the mesh system that was implanted was not indicated. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.